Event description:
After construction of the patient¿s body mold and simulation, therapists noticed redifoam mix was not hardening like it usually does (it dimpled to the touch). After roughly 24 hours, therapists noticed patient¿s body mold began to shrink and lose its form or shape which could cause misalignment of radiation treatment. A new simulation and body mold had to be created which could have caused a delay in the patient¿s cancer treatments.